Event description:
During an emergency procedure for difficult intubation, the surgeon was unable to remove the wire guide through the obturator, as the wire guide unraveled. The device was removed through the trachea. Pt was coded.